Manufacturer narrative:
Conclusion: no conclusion can be drawn.the product was not returned.(B)(4).

Event description:
Per "outcome of expandable prostheses in children" j pediatr orthop vol 33 number 3 april/may 2013, allegedly patient was revised due to aseptic loosening.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same article as reported in 1043534-2013-01019, 01021, 01022.